Event description:
It was reported that the patient notifier activated. Upon interrogation, the device reported one aborted charge due to possible output circuit damage. System replacement was discussed; however, the outcome is unknown.

Manufacturer narrative:
Na